Manufacturer narrative:
No anomalies were found for the reservoir, snap-cap, or septum. The reservoir was tested and it was found not occluded. (B)(4).

Event description:
The customer called in to report a no delivery alarm and a motor error alarm. The customer's blood glucose level was unknown. The customer stated the alarm was cleared by changing the infusion set. The customer stated the insulin did not exit the tubing during troubleshooting. The customer stated they would like to return the infusion set and reservoir for analysis.